Event description:
Product analysis was completed on the returned vns generator and lead. Paperwork returned with the explants indicated a lead fracture occurred. No anomalies were identified with the generator and the generator performed per specifications. During the visual analysis of the returned 391 mm lead portion the connector pin and connector ring quadfilar coils appeared to be broken approximately 0.5 mm from the electrode bifurcation. Scanning electron microscopy was performed on the connector pin quadfilar coil break and identified the area on two of the quadfilar coil strands as having evidence of a stress induced fracture with mechanical damage and fine pitting. Unable to conclusively determine fracture mechanism. The area on the remaining quadfilar coil strands was identified as being mechanically damaged which prevented identification of the coil fracture type with pitting. Scanning electron microscopy was performed on the connector ring quadfilar coil break and identified the area as being mechanically damaged which prevented identification of the coil fracture type with pitting and residual material. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity which may include: material fracture, rough or pitted surface, thinned material thickness, electro-etching or material dissolution. The abraded opening found on the outer silicone tubing, most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside the outer silicone tubing. With the exception of the observed discontinuities the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no other discontinuities were identified. The white (+) electrode was not returned.

Event description:
Reporter indicated a patient had high lead impedance readings with vns diagnostics testing, and the patient's seizures had increased to over pre-vns baseline seizure levels during the previous (B)(6) weeks. The increased seizures were generalized nocturnal seizures, which is the patient's normal seizure type. The patient had no trauma and does not manipulate the vns. There were no precipitating medication changes or other events. The vns was disabled and the patient was referred for surgery. X-rays were done which did not show any obvious breaks per the reporter. The patient later had vns generator and lead replacement surgery performed. During the surgery, fibrotic scar tissue was noted and removed from the left vagus nerve. The explanted vns lead and generator have been returned and are pending analysis.

Manufacturer narrative:
Device failure is suspected.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.